Event description:
It was reported that the patient previously implanted with a sling device underwent a surgical procedure to implant an artificial urinary sphincter (aus) for unspecified reasons. There were no patient complications.